Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable pacemaker with this right ventricular (rv) lead exhibited gradual increase in pacing lead impedance measurement, though still within normal range. A fluctuation in pacing threshold was also noted. Boston scientific technical services (ts) suggested x-ray, isometrics and evaluation of the system in unipolar configuration; unable to rule out a proximal conductor issue. Ts then provided lead impedance range. Additional information was received indicating that three months later this system exhibited high, out-of-range (oor) pacing impedance measurement of more than 2,000 ohms. Ts discussed troubleshooting options. Subsequently, the system configuration was changed to unipolar and impedance measurement decreased to 860 ohms. At this time, no further intervention was performed. The system remains in service. No adverse patient effects were reported.